Manufacturer narrative:
Logs from the complaint date revealed that the console issued a purge disc not detected alarm several times. The clinical staff attempted to replace and reinsert different purge cassettes and disks with no success. The console was tested. The issue with properly detecting the purge pressure disc was reproduced, and the purge flag was confirmed to be broken (missing at blue disc retainer). A brown residue was found on the surface of the purge cassette retainer. It was speculated to be a small amount of dextrose dried up. The dextrose remaining was cleaned right away. The cause of the purge disk not being recognize was the purge flag missing/ broken.

Event description:
The user facility reported an unspecified patient undergoing cardiac surgery was implanted with an unspecified impella device for mechanical circulatory support. The purge disk was not recognized and there was no mention of patient harm or involvement requiring medical intervention.